Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to contact support again if any issues with the pump arise in the future.